Event description:
In 2007, it was found that the left subclavian line had become detached from its subcutaneous port, and advanced into the right ventricle. A transcatheter foreign body retrieval was performed, and the subclavian line was removed from the right atrium. Six days later, a general surgeon removed the remaining port.